Event description:
It was reported to philips that the battery pins are bent. The device was not in use on a patient.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during lab tests. J2 pins 7 and 8 are bent / damaged.